Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Concomitant medical products. Model: 511211, competitor lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse phoned into patient/technical service due to hearing an audible alert from the patients implantable cardioverter defibrillator (ICD). Later that same day the patient presented to the emergency department. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) defibrillation coil patch and superior vena cava (svc) defibrillation coil patch had triggered alerts for high impedance. Which could be suggestive of a lead fracture. Follow-up was conducted. It was verified that no reprogramming has been completed at this time. The leads remain in use. No patient complications have been reported as a result of this event.